Manufacturer narrative:
The product analysis is unavailable; the device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
During a sinus procedure, the tips of two burs broke off in the patient. There was no injury or impact as a result. This report represents item device 1 of 2.